Event description:
The international customer reported that the v60 unit's touch panel in lower right of the screen was misaligned. There was no patient involvement.

Manufacturer narrative:
Device evaluation: the manufacturer¿s international service technician confirmed the reported issue. The reported issue occurred due to touchscreen failure.